Event description:
It was reported that during a lap adrenalectomy, the shear was used infrequently for about an hour. After this time, it stopped working. Instrument was reassembled to no avail. Instrument was then replaced and the case continued. No reported patient consequence.

Manufacturer narrative:
H6: broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The device also had nicks and gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."